Manufacturer narrative:
Concomitant medical products: product ID 8709. Lot#. Serial# (B)(4). Implanted: on (B)(6) 2000. Explanted:. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 15-may-2002, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000 mcg at 650 mcg) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2022, the patient had a pump replacement and a new pocket was created as the pump was visible outside of pocket. The rep clarified that the pump migrated outside of the pump pocket. About half of the pump was visible outside of the pump pocket. It was unknown if there were any factors that may have contributed to the issue. The old/existing 8709 catheter was cut to be able to take out of right abdominal pump pocket and tunnel to new left abdominal pocket. When removing this, the surgeon believed that part of the 8709 tore and was left under skin. This was believed because it was difficult to remove and a smaller than expected part of the 8709 was removed. This was unable to be measured. Surgeon was unable to locate any previous operation notes that mentioned catheter length other than the 67 cm noted for 8709 on replaced pump read out. Imaging completed post operation to visualize catheter piece left. Surgeon estimated this to be an additional 15 cm when programming post operation. Math is as follows: old 8709 is documented as 67 cm implanted (0.147 ml volume). 27 cm removed (there is an estimated 15 cm still within skin from old catheter in the pump pocket for a new total of 25 cm. Added new 8596sc (66 cm beginning and 13 cm removed for a total of 53 cm). Total catheter length and volume=(25+53) 78 cm and 0.1716 ml. It was unknown if the issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was listed as "alive - no injury".